Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
A crossbrace is broken at the weld.